Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable elecsys anti-hbs immunoassay results for several patient samples. The samples were tested on a cobas 6000 e 601 module and the results were negative. Upon repeat testing two weeks later, the results were positive. Of the data provided for six patient samples, only the results for three samples were discrepant. Refer to the attachment to the medwatch for all patient data. The repeat results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas 6000 e 601 module serial number was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.